Manufacturer narrative:
Upon investigation, malfunction was identified. The returned device showed a dull cutter blade. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a " product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The physician felt resistance when starting to split the sheath. The physician observed the exchange sheath was detached from the exchange hub. The physician used the safety release button to remove the device and reverted to manual compression to achieve hemostasis. There was no pt injury reported.